Manufacturer narrative:
(B)(4). The third cds (lot 51009u233) was advanced; however, during use with m-knob, the clip moved in the wrong direction. It was found that the blue lines were misaligned. The cds was removed and reinserted without issue. At this point the implanted clip (cds 60216u129) detached from the anterior leaflet, and remained attached to the posterior leaflet (single leaflet device attachment/slda). The physician believed that the slda was partly due to inadequate leaflet insertion, and the difficulty with the second clip. An attempt was made to place the new clip lateral to the first, but it was not possible to grasp both leaflets due to the abnormal movement of the posterior leaflet caused by the slda. The decision was made to place the clip more lateral and place an additional clip between the two clips. The clip was implanted successfully. A fourth cds was advanced, and the clip was implanted. Three clips had been implanted, reducing the mr to 2. No additional information was provided. Concomitant products: mitraclip system, steerable guide catheter, 1 implanted mitraclip. The two other clip delivery systems and the steerable guide catheter referenced are filed under separate medwatch MFR numbers. The clip delivery system is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed for atypical movement of the second clip delivery system (cds 50715u154)which has the potential of tissue damage. Extended anesthesia was required. This was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3-4. Challenging anatomy was noted. The first clip delivery system (cds 60216u129) was advanced. Leaflet grasping was performed and it was noted that the anterior leaflet was not well attached; however, the clip was deployed, reducing the mr to 3. The second cds (50715u154) was advanced to the left atrium. When the delivery catheter (dc) handle was advanced, the clip would dive in random directions. A little m knob was needed to obtain correct position over the jet, which was unusual. The cds began to be retracted, but resistance was noted with the steerable guiding catheter (sgc 51201u111), due to a kink proximal to the clip. The cds became stuck on the sgc tip approximately 5 times, and the devices were removed together. After removal, it was noted that the sgc was torn in several places. Both devices were replaced. Extended anesthesia was given due to the issue with the second cds.

Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The complaint device was returned for evaluation. The reported device operating differently than expected (m-knob application issue), delivery catheter (dc) shaft kink, and difficulty retracting the clip delivery system (cds) into the steerable guide catheter (sgc) were not confirmed via returned device analysis; however, the reported difficulty positioning the dc shaft was confirmed via returned device analysis. Additionally, the clip was examined under keyence microscope and revealed that two frictional elements were broken off and not returned with the device. The investigation was unable to determine a definitive cause for the reported dc shaft kink and m-knob application issue; however, the investigation concluded that the reported difficulty positioning the dc shaft was related to the observed bent dc shaft that resulted from the observed bent actuator mandrel. A definitive cause for the bent mandrel could not be determined. The difficulty positioning the dc shaft also resulted in the reported difficulty removing the cds from the steerable guiding catheter. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.